Manufacturer narrative:
(B)(4). Upon receipt the emerald mac 3 rusch blade was visually inspected for signs of abuse/misuse/damage. This blade exhibits signs of heavy use and wear. The fiber optic bundle at the connection end of the blade is scratched and scared as a result of physical interaction with other objects and possibly instruments. The locking ball bearing is scared with indentions and scratches which is further evidence of heavy use.an attempt to attach the blade to the received rusch dispoled handle was made. Extreme force had to be applied to the blade in order for the locking ball bearing to snap over the locking bar which is on the handle.the IFU for this product, (B)(4), was reviewed as part of this complaint investigation. The IFU states, "laryngoscope blades and handles should always be tested after cleaning/disinfection/sterilization and prior to use".the complaint of a "blade unable to attach" was confirmed based upon the sample received. The returned blade was confirmed unable to attach as a result of heavy use beyond useful life. Based on the damage observed on the returned sample, operational context caused or contributed to this event. A corrective action is not required at this time.

Event description:
The customer alleges that the emerald blade mac 4, does not fit on the dispoled handle. If a lot of force is used, it will fit, but does not fit like it should. No patient injury reported.